Manufacturer narrative:
Describe event or problem: correction from: ¿the customer reported ¿fumes¿ (odor) emitting from the sterrad 100s sterilizer¿ to, ¿the customer reported ¿fumes¿ (haze/mist/vapor) emitting from the sterrad 100s sterilizer¿. Mfg date: correction from 08/2002 to 09/2002. (B)(4). If remedial action initiated: remove notification. Correction/removal reporting number: remove correction # z-0744-0746-2014. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells to be "low." No parts were replaced as a result of the issue. The assignable cause of the haze/mist/vapor is a loose o-ring. The field service engineer reseated/adjusted the part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The o-ring on the oil mist filter was loose and was tightened to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 2/24/2017.

Event description:
A customer reported "fumes" (odor) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.